Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device by both pmv and engineering. Functional testing of the handle was satisfactory. The reported condition was not replicated by pmv or engineering. From the troubleshooting of the idrive ultra unit and the failed drive motor test error code during a previous use, it was determined that the bldc board was responsible for the drive motor failure codes. An internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration and the light sequence to replace handle is displayed. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. This damage can only be shown through destructive testing. It was determined that not all damaged boards will be able to be detected using the continuity test and some failures may be intermittent. The failure is confirmed by the presence of the advance articulation nut. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to open traces on the bldc board. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the device battery was inserted and two solid blue lights on the side lit up, and flashing status green light lit up.